Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the enterprise server (es) and found no issues in the site down query and no delays in outbound messages, with carefusion coordination engine (cce) services running and no large message queues. The tss reviewed the pyxis interface/cce receiving admission, discharge, transfer (adt) and orders from epic and identified that no adt messages were being received from epic for some facilities. The tss confirmed that the hospital information technology (hit) team resolved the epic adt issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server at rwjbh, multiple sites were experiencing delays in patient information. There was an epic adt delay, specifically in message parsing between epic and pyxis across multiple rwjbh sites. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.